Manufacturer narrative:
Device received with blank display due to corrode the battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and was not turning on. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment and the spring was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.